Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Alcon lensx (site (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site (B)(4)). Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported experiencing big difficulties docking and applying suction prior to corneal flap creation of the left eye. After several attempts suction was achieved but it was evident that the dock was decentralized with liquid in the periphery. The surgeon was advised against proceeding but continued with flap creation. The flap was incomplete however the procedure was completed the same day. In the surgeons opinion it is unknown what caused or contributed to the reported event. No further information can be obtained.